Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues followed by a loss of lock with his device. External equipment was exchanged and programming adjustments made, however, the problem remained unresolved. Additional testing performed by the center confirmed that lock could not be established. Surgery to revise the patient's c1 device was scheduled.